Manufacturer narrative:
Medical device expiration date: na. Initial reporter fax#: (B)(6). PMA/510(k)#: k111860 / k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd max¿ system, bd max¿ instrument has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: 441916 - instrument max clinical wrong results.

Event description:
It has been reported that the bd max¿ system, bd max¿ instrument has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: 441916 - instrument max clinical wrong results.

Manufacturer narrative:
H.6 investigation summary. The complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported that they have received false positive results. Service reviewed the curves and noted amplifications. Customer was suggested to rerun the samples. Customer did not have enough sample rerun but informed service that they will call back once they find more issue. Customer did not report any further issue. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2016, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument cm0045 and no other work order was observed for the complaint failure mode reported. Samples were not returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed by service through review of log files. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.